Event description:
Same case as MFR's report # 6000093-2006-02590. It was reported that 204 days after implantation of a 2.5x24mm and a 2.5x8mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 1st diagonal artery (d1). A pre-intervention stenosis was not reported. The lesion was pre-dilated with a 2.5x9mm maverick. A 2.5x24mm taxus stent was deployed at 18 atm for 25 seconds in d1. A 2.5x8mm taxus stent was then deployed at 11 atm for 25 seconds in d1. It was not reported that the stents were post-dilated. A post-intervention residual stenosis was not reported. The pt received angiomax, integrilin, and nitroglycerin during the procedure. The procedure was noted to be "successful." The pt "tolerated the procedure well." No further complications were reported. The pt presented 204 days after the initial procedure with in-stent restenosis in the 1st diagonal artery. An in-stent restenosis percentage was not reported. Intravascular ultrasonography (ivus) was performed on the 1st diagonal artery. A 2.5x13mm non-boston scientific stent was deployed in the "mid/distal" 1st diagonal artery. The stent was post-dilated with a 2.5x8mm quantum balloon. A post-intervention residual stenosis was not reported. The pt received angiomax and nitroglycerin during the procedure. The procedure was noted to be "successful." The pt "tolerated the procedure well." No further complications were reported.

Manufacturer narrative:
H6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.